Manufacturer narrative:
Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30689667l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. After a typical aflutter case, a pericardial effusion was noticed. The physician checked for a pericardial effusion using intracardiac echocardiography (ice) before doing a cavotricuspid ishmus (cti) line and after the cti line was completed and then they checked the ventricle again and discovered the pericardial effusion. There were no visible signs on the patient during the procedure. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 400ml of fluid was removed. The patient was reported to be in stable condition when they were moved to another room to continue to be monitored with the drain. The physician didn¿t know what may have caused the pericardial effusion since there were no issues or high force during the procedure but reported it may have been the patient condition related. The patient¿s condition improved after intervention was performed; the effusion was no longer present. The patient required extended/additional hospitalization because of the adverse event as it was originally planned for her to be discharged the same day but instead stayed the night. No transeptal puncture was performed. Prior to noticing the cardiac tamponade ablation was already performed. There was no evidence of a steam pop. The event occurred most likely during ablation phase of the case. An irrigated catheter was used with a flow setting of 15ml. The correct catheter settings were selected on the smartablate generator and the smartablate pump was switching from low to high flow during ablation. No error messages were observed prior to the procedure. Force visualization features used included graph, dashboard, vector and visitag. The visitag module parameters were stability: 5mm, time: 3s, force over time (fot): 25% at 3g, tag size: 3mm with no additional filters. Color options used prospectively: color was set by tag index force time intervel (fti).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on 8-mar-2022, it was noticed that the physician's information was omitted from the e. Initial reporter section of the initial medwatch report. (B)(6) as such, the information has now been added and appropriate fields updated.